Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a depuy asr hip placed by doctor sometime around 2009. Patient has been followed since recall with a metal ion level test performed yearly. This year the test levels were elevated compared to years prior. Right hip revision surgery occurred on (B)(6) 2024. Surgeon removed the asr head with a bone tamp. 50mm asr cup was well fixed with no visible damage or excessive wear to be concerned with. Surgeon decided to leave the cup in place and place a bi-mentum altrx liner 51/28 (od 45) with a 28+5 delta ts ceramic head to articulate in the asr shell. Stability test was performed and surgeon was very happy with range of motion and soft tissue tension. Original date of implant was approximately 2009.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.